Event description:
It was reported that the device had a patient data alert. The patient data and the implant date are erased. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Either an automatic or manual setup will get a new date in the device memory. Also, it was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.